Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9197300. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-07-16. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32ga 4mm experienced an inability to deliver insulin/medication and an inability/difficulty to prime. Product defects were noted during use. The following information was provided by the initial reporter: verbatim: it was reported that there was no insulin flow during priming and injection. Consumer stated, no insulin flow when priming or taking injection. Stated, she does prime before her injection. Stated, even if needle does prime, there are times when that same needle will not release full dosage when injecting. Does not remember any specific dates. Stated, it occurred with two boxes but she can only provide information from one box. Lot: 9197300. Item: 320144. Expiration date: 2024-07.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of(B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that an unspecified number of pen ndl 32ga 4mm experienced an inability to deliver insulin/medication and an inability/difficulty to prime. Product defects were noted during use. The following information was provided by the initial reporter: verbatim: it was reported that there was no insulin flow during priming and injection. Consumer stated, no insulin flow when priming or taking injection stated, she does prime before her injection stated, even if needle does prime, there are times when that same needle will not release full dosage when injecting. Does not remember any specific dates. Stated, it occurred with two boxes but she can only provide information from one box lot: 9197300 item: 320144 expiration date: 2024-07